Event description:
Reportable based on device analysis completed on 02nov2023. It was reported that a catheter issue occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified in the mid left anterior descending artery. An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the shaft was kinked. The device was removed normally. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed the imaging window was observed twisted and the guidewire was entangled.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed that the sheath assembly was kinked. The guidewire was entangled. The tip was stuck on the floppy end of the guidewire. Microscope inspection that the imaging window was observed twisted and the guidewire was entangled.